Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient dob & weight not provided by reporter. Device is an instrument and is not implanted/explanted. Facility phone number: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the manufacturing site: (B)(4). Manufacturing date: 02.feb.2011 expiry date: -. 03.802.019 ¿ 2688726. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that while surgery: alif l5/s1( anterior lumbar inter-body fusion). During the insertion of the synfix lr 12x30x38mm 12 degree trial it disengaged from the inserter, becoming wedged in the l5/s1 disc space. Both surgeon's tried to re-engage the inserter but it wouldn't engage. One of the surgeon's then tried the vertebral body distractor and a nerve hook in an attempt to remove the trial, without success. Finally the surgeon removed the inner threaded insert from the sheath of the inserter and managed to engage the thread in the trial implant. They were then able to remove the trial implant safely. There was no adverse event in the patients outcome, only a delay in theatre time of 5 minutes. Upon investigation after the procedure the rep noticed that the initial threaded component of the synfix lr 12x30x38mm 12 degree trial was burred and this was the cause of the implant disengaging. Patient is female and (B)(6). This complaint involves one part. This report is 1 of 1 for (B)(4).